Manufacturer narrative:
Based on the description of the reported event, no device failure occured. The screw uses the identical head as the other implanted screw and provides a equivalent cone of angulation. During the procedure, the surgeon experienced difficulty aligning the rod within the full construct to connect with the anchoring screws. As a result, the screws were removed and replaced with another screw from the same family.

Event description:
It was stated that the dr. Was having a very difficult time lining up the rod to all of the tulip heads and everything would be aligned but two screws,explanted the two screws.